Event description:
The coil pusher assembly wire was kinked out of the package. The coil was not used to treat the patient.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Results: the pusher assembly and coil are still attached as one complete assembly. The pusher does not appear to have any kinks or damage along shaft. The coil has minor damage and appears to have blood on it. The pusher assembly and coil appears to be functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the pusher assembly was kinked out of the package however, the pusher does not appear to have any kinks or damage along the shaft and coil appears to have had patient contact due to the evidence of blood. The root cause of the problem described in the complaint could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.